Manufacturer narrative:
E1 initial reporter: (B)(6). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. Corrected field: d1, e1 (initial reporter, event site, name) g4. When turned on the machine produces a continuous whistle but does not indicate any errors. No errors are recorded in the logs either. An investigation found the fault to be caused by a defect in the main board. The permanently empty battery icon is caused by a defect in the front end board. Safety checks performed on the machine found no other anomalies. The machine is out of support therefore the spare parts required for the repair are no longer available. The machine is not repairable. The device has reached its eol end of life. Customer were informed of the eol status via a communication on april 30 2017. Getinge datascope corp ceased all service for system 97 98 xt devices as of june 30 2009 with no service contracts renewed or initiated since june 30 2008. Getinge no longer manufactures the system 97 98 xt iabp. It is impossible to gather the number of active system 97 98 xt in the field therefore a complaint rate cannot be calculated.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (medical device ¿ problem code, component codes). It was reported by the customer that during a routine check, the system 98xt intra-aortic balloon pump emitted a continuous whistling sound upon power up. The customer further reported that the battery icon indicated an empty battery even when the battery was charged and that connecting the device to mains power triggered the isoltest alarm. It was also reported that the machine no longer booted up. No patient was involved at the time of the incident. A getinge field service engineer visited the customer site and performed functional checks. Upon powering on the device, the equipment emitted a continuous whistling sound, although no error messages were displayed. No errors were recorded in the system logs. Following the investigation, a fault was identified in the main board, which caused an abnormal sound upon startup. The persistent empty battery indication was determined to be caused by a defect in the front-end board. Safety checks performed on the device revealed no additional anomalies. The equipment was no longer supported, and the required spare parts were unavailable. As a result, the equipment was deemed unrepairable.

Event description:
It was reported that during a routine check, the system 98xt intra-aortic balloon pump (iabp) exhibited a battery indicator malfunction and failed to power up. The issue was identified by the customer during the routine inspection. There was no patient involvement. No functional or safety checks were performed, as the device is out of support and cannot be repaired. Additionally, no logs are available since the system no longer boots.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.